Event description:
It was reported that the patient had benefitted from the therapy. However, the patient continued to experience pocket pain at the implantable pulse generator (ipg) site. As a result, the patient requested an explant. The device was explanted without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Mml# (B)(4). The ipg and leads were received. The ipg passed functional testing and operated within the manufacturing specifications. A visual inspection was performed, and no nonconformities were found to be associated with the patient's pocket site pain. No functional testing can be performed on both leads. They were received cut into two segments from the explant. Other devices removed. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). Udis: (B)(4). Updated h6.

Event description:
It was reported that the patient had benefitted from the therapy. However, the patient continued to experience pocket pain at the implantable pulse generator (ipg) site. As a result, the patient requested an explant. The device was explanted without complications. There was no report of patient harm or injury.